Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Events reported via 2210968-2022-04010, 2210968-2022-04011, 2210968-2022-04012, 2210968-2022-04013 and 2210968-2022-04015.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During or prior the procedure, it was reported that the needle got detached from the suture. No adverse patient consequences were reported. Additional information was requested.